Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter originally complained of ongoing qc issues with potassium since (B)(6) 2019 on the cobas 6000 c (501) module. The customer has performed weekly, monthly and twice monthly maintenance, however, the issue has continued. On (B)(6) 2019 third party qc had been performing well and the last qc of the day at 7:18 p.m. Was within range. The next qc was performed at 3:00 a.m. On (B)(6) 2019 and all 3 levels of qc were outside of the acceptable range. The customer then repeated all patients that had been tested for potassium between 12:00 a.m. On (B)(6) 2019 and 3:00 a.m. On (B)(6) 2019. The initial results had been reported outside of the laboratory; upon repeat testing, the results were corrected. Of the comparison data provided for 72 patient samples, the results for 16 patient samples were discrepant. The customer has replaced the electrodes and tubing but the issue has not been resolved. The customer is running third party qc every 2 hours to feel confident the results are correct. The customer is not having any issues with the other module in the laboratory that uses the same reagent lot. There was no allegation that an adverse event occurred. The potassium electrode lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer (fse) visited the customer site. Since the service visit, the customer has had no further issues. The investigation did not identify a product problem. The cause of the event could not be determined.